Event description:
Customer reported that a tandem mobi pump unexpectedly shut down without any led indicators. Blood glucose level rose to 536 mg/dl due to the issue. Customer addressed the high blood glucose with a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support informed the customer that the shutdown occurred because of a low battery and provided education on device settings reset and the need to manually restart continuous glucose monitoring sessions after such events. Technical support also gave battery maintenance tips, which the customer understood and acknowledged.